Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator displaying a constant alarm. This allegation is a duplicate complaint and has been reported on submission number MDR 2518422-2020-00487.

Event description:
The manufacturer received information alleging a ventilator had a constant alarm. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.